Manufacturer narrative:
It was reported to abbott that one of the patients l5 leads was cut by the physician during an unrelated surgical procedure. As a result, the l5 right lead was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2020-31218. It was reported that one of the patients l5 leads was cut by the physician during an unrelated surgical procedure. Surgery was undertaken during which the lead was explanted and replaced. Note: both of the patients l5 leads are being reported as it is unknown which lead was effected.